Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to advance the system over the guide wire which was found stuck in the delivery system upon sample receipt and could not be removed during the evaluation. The reported premature stent deployment could not be confirmed since the stent had been completely released and was not returned. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported type of event may be related to insufficient flushing of the delivery system causing the occurrence of high friction forces between guide wire and guide wire lumen. This may lead to a stent dislocation while advancing or removing the delivery system, finally resulting in the premature release of the stent. The reported event also may be related to the usage of inappropriate accessories, e.g. A damaged or wrong sized guide wire. The event also may be use-related as rough handling of the device especially during unpacking or preparation can lead to device damage and subsequent deformation. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the device is only compatible with a 0.035" (0.89 mm) guide wire and that the system must be flushed with sterile saline. Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit." Furthermore, the IFU states: "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." And "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.

Event description:
It was reported that the stent delivery system could not be advanced over the guide wire during stenting of an internal iliac artery graft. During the attempt to remove the device from the guide wire, the vascular stent became prematurely deployed with the safety clip still in place. There was no reported patient injury.